Manufacturer narrative:
The device serial number was unknown. The orthopat processing kit was also unknown. Neither were returned to haemonetics for evaluation. No device history record could be reviewed due to no serial number being available. If haemonetics is able to obtain additional information, a supplemental report will be sent. (B)(4).

Event description:
Haemonetics received a report on (B)(4) 2014 from the haemonetics cell salvage consultant for an orthopat device with a complaint of "patient hypotensive after receiving 100 ml of orthopat blood." No other information was available. No additional information is known as several attempts were made to reach the customer. No response was received.